Event description:
Neonatal nurse practitioner was inserting chest tube when guide wire became faulty and started to unravel in the middle of the wire. Manufacturer response for thal-quick chest tube set 10 fr. 20 cm, thal quick chest tube (per site reporter): customer relations took all the necessary information and will send shipping label to ship back for evaluation.